Manufacturer narrative:
The field service engineer checked all the alignments of the sample and ise sipper probes and ran ise checks and precision testing with acceptable results. The customer ran qc with all values within specifications. The investigation did not identify a product problem.  The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 c501 module. The initial sodium result was 173 mmol/l and the repeat result was 134 mmol/l. The initial potassium result was 5 mmol/l and the repeat result was 4.1 mmol/l. The initial chloride result was 76 mmol/l and the repeat result was 101 mmol/l. The questionable results were reported outside of the laboratory and then corrected as the repeat results were believed to be correct. The electrode lot numbers and expiration dates were requested but were not provided.